Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient thought that the trial was not an accurate depiction of their life because the patient has to stay home and not drink caffeine. The patient reported that they work in a yard and the bending and lifting usually causes them to have increased urgency and to leak, but because of the requirement that the patient stays in the house the patient is not having any of that. Additionally, the patient takes medication which causes dry mouth and suffers from not emptying. The patient reported having artificial knees and arthritis as well as the procedure being very uncomfortable. Additionally, the patient reported that they initially were not given a belt and that the tape was driving them crazy. Finally, the patient reported that they have dry and sensitive skin and did not like the 1-7 scale and thinks that this is not accurate. In a follow-up call the patient reported itchiness and irritation from the tape. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.